Manufacturer narrative:
Device thrombosis is a known potential complications associated with all patients implanted with vads as outlined in the labeling. The instructions for use (IFU) addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines with a warning to maintain anticoagulation within the recommended inr range of 2.0-3. Per the instructions for use (IFU): high watts alarms, are an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump, which are known potential complications associated with all patients implanted with vads as outlined in the labeling. The IFU addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. No further information will be asked for this complaint as it pertains to the dt2 study group and they will be responsible for the reportability and follow up of the event. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device disposed.

Event description:
It was reported in the u.s. That the patient called the site on (B)(6) 2015 saying she was feeling strange and her vad powers and flows were elevated. Patient was evaluated in clinic and admitted to the hospital. The inr was therapeutic at admission (3.2) and ldh 586. Patient received one dose of tpa on (B)(6) 2015 and another on (B)(6) 2015. Ldh rose to 1400 even after two doses of tpa. There was no resolution of dark urine, increased ldh or increased pump parameters after medical treatment. The patient complained of shortness of breath. Device exchange was performed on (B)(6) 2015. It was reported on (B)(6) 2015 that the patient was still admitted to the hospital but recovering well. Also, still bridging patient to a therapeutic inr. The patient should be discharged to home once that is reached. The investigation is ongoing.

Manufacturer narrative:
Updated sections: b1, d4, g4, g7, h2, h4, h6, h10 and h11. Corrected sections: d5. Hvad pump (B)(6) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed a rise in power consumption for the reported event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b6, g4, g7, h2, h6, h10. B5: additional information providing details about the patient's initial symptoms states that on (B)(6) 2015 patient began complaining of feeling a flutter in her chest and presented to the hospital complaining of nausea, abdominal bloating, mild headache. (B)(6) 2015 head CT performed and was unremarkable. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.